Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient underwent tae (transarterial embolization) by the right fa, and the patient anatomy was suitable for the procedure. The high-flo silver angiographic catheter was advanced to the ca (coronary artery), but the physician confirmed contrast leakage from the middle of the catheter by angiography. The complaint device was replaced with a new one to complete the procedure. It was later confirmed that a ¿hairline¿ split was present in the catheter material with no indication of a rupture or cutting; the inner braiding was undamaged. The product problem did not result in any reported serious injuries to the patient.